Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Hypersensitivity is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015 the 3.5x23 xience alpine stent was implanted in the mid right coronary artery. The patient was seen at the primary care physician on (B)(6) 2015 with hives/rash. An intramuscular injection of 80 mg methylprednisolone was administered as an anti-inflammatory medication. The study site indicated this event is not related to the xience alpine stent, but may be related to the study procedure. No additional information was provided.